Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused mesenteric perforation and tilting of the filter. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported mesenteric perforation could not be confirmed or further clarified. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to mesenteric perforation and tilting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused mesenteric perforation and tilting of the filter. The patient reported becoming aware of filter tilt and perforation approximately thirteen years and nine months post implant. The patient has also reported anxiety related to the filter. A computed tomography (CT) scans was performed approximately thirteen years and nine months post implant. Results of the scan noted that there is an infrarenal ivc filter with medial apex tilting and perforation beyond the ivc wall without involvement of adjacent organs/vasculature. The filter struts were noted to have perforated the ivc wall 4.3 mm anteriorly at the 12:00 position, 4 mm posterior at the 5:00 position, 4 mm posterior at the 7:00 position and 5 mm posterior laterally within the adjacent right psoas muscle at the 8:00 position. There was no evidence of filter struts fracture nor bending. The scan also noted that there was a small uncomplicated ventral umbilical hernia with fat, a small bowel loop and there was mild scattered colonic diverticulosis. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported mesenteric perforation could not be confirmed or further clarified. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. According to the CT scan report there was no organ involvement associated with the perforation. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc) and tilting of the filter. The patient has also experienced mental anxiety related to the filter. The patient became aware of the reported events thirteen years and nine months after the index procedure. The results of computed tomography (CT) scans done thirteen years and nine months after the index procedure indicate that the patient had an infrarenal inferior vena cava (ivc) filter with medial apex tilting and perforation beyond the ivc wall without involvement of adjacent organs/vasculature. The apex of the filter was touching the left lateral wall of the ivc at the 2:00 position. The filter struts have perforated to the ivc wall 4.3 mm anteriorly at the 12:00 position, 4 mm posterior at the 5:00 position, 4 mm posterior at the 7:00 position and 5 mm posterior laterally within the adjacent right psoas muscle at the 8:00 position. There was no evidence of filter struts fracture nor bending. The inferior most aspect of the filter was within the central right common iliac vein, with the apex located 6 cm below the level of the renal vein origins compatible with an abnormal position. The scan also noted that there was a small uncomplicated ventral umbilical hernia with fat, a small bowel loop and there was mild scattered colonic diverticulosis.